Event description:
The customer reported that the battery would fail to stay inserted in the unit. This reported failure would cause the unit to fail to power up on battery power as the battery would not connect.

Manufacturer narrative:
The unit was evaluated at philips and the failure was verified. Realigning the battery pca correctly in the battery compartment resolved the reported failure.